Event description:
The user facility reported that during a diagnostic colonoscopy, a complete loss of image was experienced. The users reportedly could not recover the image and utilized a different, but similar device to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned for evaluation. The evaluation confirmed the user's report of a complete loss of image. The unit was noted have a crack in the distal end cover, and the light guide lens was noted to be chipped and cracked. The unit was also noted to fail electrical leak testing. The investigation attributed the source of the difficulty to a damaged charge coupled device (ccd) unit. The unit was serviced and returned to the facility. This report is being submitted as a medical device report in an abundance of caution.